Event description:
Unity revision after approximately 5 months. The reason for revision is unknown.

Manufacturer narrative:
(B)(4) final report the relevant device manufacturing record was identified and reviewed. It was found that the devices conformed to material and dimensional specifications at the time of manufacture. Reason for revision, xrays, operative notes, patient age and activity level and patient medical history were requested. Xrays and operative notes from the initial implant were provided, but no additional information was provided on the revision. Without the reason for revision and xrays, it is not possible to perform further investigation. It is therefore unknown if the device contributed to the event. Based on this, corin considers this investigation closed. However, should additional information be provided, the case would be reopened. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -(B)(4) initial report, additional information, including reason for revision, post primary and pre revision x-rays, operative notes and patient details have been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed, all parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Unity revision after approximately 5 months. The reason for revision is unknown.